Event description:
It was reported that the patient status post 11-l4 spinal fusion procedure 11 days prior presented to surgery with diagnosis of complex failure of a deformity/fusion construct resulting in a lateral migration of the right l2 pedicle screw and bilateral pedicle and body fractures of the t11 vertebral body in the recently performed t11 to l4 fusion. Patient underwent a procedure for re-exploration of lumbar fusion; removal of right l2 pedicular screw; removal of bilateral t11 pedicular screws; placement of pedicle screws bilaterally at t9 and t10; removal of internal bone growth stimulator at the upper portion of the fusion redo fusion t9 to l4 with pedicle screws and rods, crosslinked, as well as double-dose bmp; replacement of internal bone stimulator. Patient records approximately 5 years post-op indicate the patient has chief complaint of low back pain. Also has numbness in the legs and weakness in the low back and legs, and bowel incontinence. Diagnosis states low back pain, radiculopathy, postlaminectomy lumbar syndrome. Treatment has included epidural steroid injections, facet block, sacroiliac joint injection, and has had revision procedure for relocation of intrathecal catheter.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.